Event description:
It was reported that an alarm occurred, but there was no adverse impact to the customer's blood glucose level. The customer resolved the issue by removing the cartridge from the pump, completing the load process with the same cartridge, and resuming insulin therapy. No additional assistance was necessary, and the case was closed by technical support.